Event description:
It was reported that a malfunction alarm occurred with the display of malfunction code 9 and an available fault ID. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the issue did not recur. The customer was informed to contact support again if the malfunction code appears in the future, and the customer acknowledged this instruction.